Event description:
Endoflip was set up by rn in the usual manner. Md placed the catheter down patient's esophagus. The endoflip screen was giving an odd presentation of the catheter shape when inflated. When checked again at the end of the case, the problem persisted. Md removed catheter from patient's esophagus and it was noted that the plastic had torn.